Event description:
Problem is that pt injection spike port became separated from the bag causing leakage of tpn and wasting of the bag. Also, reporter has noticed an increased frequency of seam leaks in the last month since the company was sold to another company. There have been 8-9 occurrences with one lot, and three occurrences with a second lot. The reporter thinks this problem jeopardizes pt care and is potentially life-threatening.